Event description:
The patient was undergoing treatment for an occlusion in the right distal m1 segment. A merci micro catheter, radifocus guide wire, and the penumbra system reperfusion catheter 041 advanced proximal to the target lesion. Urokinase was administered through arterial infusion from the merci micro catheter. Aspiration was started on the reperfusion catheter 041 however, the catheter would not aspirate the clot. The physician checked the contrast to confirm the situation and noticed extravasation. A hyperform balloon catheter was inflated to arrest the hemorrhage. The distal m1 was reopened due to the vessel being expanded by the balloon catheter inflated for about five minutes.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.